Event description:
During a laparoscopic cholecystectomy case, an electrosurgical connecting cable burned in two near the generator end of the cable. Another cable was utilized and the procedure was completed. No pt injury was reported.